Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. In addition, the battery gauge depleted quickly when plugged into a power source. Customer¿s blood glucose was 75 mg/dl. Customer reloaded the cartridge and was able to successfully resume insulin therapy.